Event description:
It was reported via repair work order that the head end lift was stuck at mid height due to a broken lift motor coupler. It was also reported that the fowler had lost its limits and was floating approximately ½ inch above the frame due to cam card was out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.